Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, due to an unspecified issue the iol was explanted during initial procedure. Additional information has been requested, received and stated there was scratch on lens. There was no patient harm. The originally scheduled procedure completed the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Additional information: it is stated in the file that intraocular lens (iol) was in injector for approximately 10 minutes before implantation. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states that the lens was in injector for 10 minutes before implanting. IFU instructs "during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag". Failure to adhere to manufacturer¿s recommendations may result in iol damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).